Manufacturer narrative:
The following reportable malfunctions were identified, during the device evaluation: the lock screw is loose. The DHR review could not be conducted, because the serial number information was not obtained. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The video adapter of camera head exhibited loose lock screw. There was no patient involvement.